Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 3 atmospheres for 3 seconds, the balloon ruptured. Contrast media was then found to be leaking under fluoroscopy. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with a 3.0 coyote otw balloon catheter. No patient complications were reported and the patient¿s status was good.